Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a partial tip detachment occurred. A left atrial appendage closure (laac) procedure was performed. A 27mm watchman closure device and delivery system was inserted into the watchman access system. The watchman closure device was deployed in too proximal a position, therefore the physician decided to perform a full recapture. The physician felt resistance during the recapture attempt and it was noted that the watchman access system and the watchman delivery system were not snapped together. This was corrected and after the devices were snapped together, the physician was able to recapture the watchman closure device and withdraw the delivery system. Outside the patient, the physician noticed a portion of the tip of the watchman access system on the watchman closure device. The physician decided to use a second watchman access system to deploy a second watchman closure device successfully. There were no patient complications reported and the patient is stable post procedure.